Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed surgery on (B)(6) 2017. 48mm gription cup was removed with a 48x32 neutral liner. The surgeon removed 32mm +3 femoral head, and also decided it would be best to remove the 16x11x150 30+4 stem and replace it to correct the patient version. Patient was dealing with hip discomfort and hip impingement. The surgeon decided to implant a stryker acetabular component. After new stem was implanted, a trial reduction was performed with 36mm +3 head and found it to be satisfactory. Real head was implanted, and the closing process began. Doi: (B)(6) 2017; dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.